Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking during an infusion of dextrose stated to be "<12.5%" and running at a unknown rate. The patient had a power port and was transferred from the emergency department when it was noted there was liquid on the floor underneath the pump and inside the door of the pump module and a nurse noticed a small hole in the tubing at the upper fitment of the pump segment. The customer suspects the set was not loaded properly. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted a tear in the silicone segment below the upper fitment. No crush marks or tool marks were observed around the upper fitment. There were no damages or other issues observed on the remainder of the set. Functional testing and pressure testing confirmed fluid leaking from the tear. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.